Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had discomfort at the pocket site and the sciatic nerve was being affected where the ipg was previously placed. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.